Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. As rec'd, the monitor would not power on. Upon eval, component c9 (150uf tantalum capacitor) was burnt on the ca board causing excessive current draw. The cause of the inability to power on is excessive current draw. The cause of the excessive current draw is the burnt capacitor. In addition, the front response button cable was melted. The cause of the melted response button cable cannot be positively determined but is likely to the burnt capacitor. The root cause of the burnt capacitor cannot be positively identified. No adverse event resulted from the defective capacitor. The pt rec'd a replacement monitor.

Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's monitor would not power up. The pt was issued a replacement monitor.